Manufacturer narrative:
Tracking #.46890. D5,6; h4: info not available, device not returned for analysis.

Event description:
It was reported the device was used during an unknown procedure. It was reported by the affiliate that the device was spitting clips. The clips did not fall into the patient. There was no patient consequence.